Event description:
The tube arm assembly came down and struck the pt in the chest. Apparently this caused bruising and broken ribs. Evidently the support cable failed and the safety latch did not function.